Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the lancet in her onetouch lancing device was difficult to insert/remove. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed that on an unknown date and time she attempted to use the subject lancing device but had difficult insert a lancet into the subject lancing device. The patient reportedly manages her diabetes with oral medications (unknown type and dose) along with diet and exercise and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed that the following day after the alleged issue began; she developed symptoms of "sweating" and denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the patient was not using the subject lancing device for the first time. It is not known if the correct lancets were being used. The reported issue was not resolved and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.